Event description:
The customer reported that the left monitor on the 9900 system would go black. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep reseated the power supply connectors and fuses, and adjusted the power supply voltage. The system was tested and is operating as intended.